Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device has been explanted and replaced. It has been determined that the device associated with this complaint is non- abbvie. This record is no longer reportable to FDA and will be un-reported.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. The device has been explanted and replaced. It has been determined that the device associated with this complaint is non- abbvie. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14aug2024.